Manufacturer narrative:
No sample received in qa. No valid lot number was provided. A review of the complaint data revealed no significant adverse trends for complaints of this nature involving this product. Complaint trends will continue to be monitored.

Event description:
In early 2009 verbatim - consumer says that he applied product to genital area. Consumer says that he developed 2nd degree burn on genital area. Symptoms are still present. Contacted hcp. Treatment was given. Consumer hung up. Nine days later, audio - audio has the reporter stating "product applied to penis and testicles, and it burned." Reporter stated "he called his hcp the same day and spent 4 hrs in the ER." Reporter never mentioned receiving treatment or that it was the hcp that said he had second degree burns. At one point reporter said third degree burns then corrected himself. Reporter stated because of his "religion" he would not give address or age, but gave a friend's number to call to ask about this. Reporter hung up. Note: agent called the number provided by reporter to gather further info since the reporter disconnected the call. The person called has no idea what agent was talking about.